Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that keypad button presses did not activate desired pump functions. The reporter claimed that all keypad buttons were intermittently unresponsive or delayed when pressed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2: correction to follow up #1:the supplemental report was made based on the results of evaluation completed on 11/07/2013.

Manufacturer narrative:
Follow-up #1: date of submission 12/06/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2013 with the following findings: the keypad was found to be intact; no damage was observed. During testing, the up arrow, down arrow, and contrast buttons were found to be intermittently unresponsive. The ok button responded properly. The keypad was removed and found contamination was found under the up arrow, down arrow, and contrast button contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The keypad symbols were found to be worn, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.